Event description:
It was reported that distal mis-drilling happened during locking of the short nail.

Manufacturer narrative:
Evaluation summary: investigation revealed this device to be a concomitant device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that distal mis-drilling happened during locking of the short nail.